Event description:
It was reported that during a vagotomy procedure, during the equipment assembly, the shears worked for a while but then presented an error in the generator. There was no patient consequence.